Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address instability. Clinical der states patient was revised to address instability. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient began experiencing increasing pain in their knee. It was making noise and clicking and locking in extension. It is believed the patient has subluxation of the tibial component out from under the femur.